Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive and became frozen on the 1, 2, 3 screen. Customer¿s blood glucose level was 396 mg/dl. Reportedly, customer continued to use the pump and contacted their health care provider to obtain alternate back-up insulin therapy of manual injections.